Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. Her blood glucose was 387mg/dl at the time of reporting. The customer's mother reported that her daughter had received several no delivery alarms from her insulin pump prior to the hospitalization. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.